Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, cesarean section, gestational diabetes, pre-eclampsia, stomach ulcer, hypertension, gerd, obesity and snoring. Concomitant products included gabapentin, ibuprofen, lidocaine and tizanidine. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced rash ("rash on right eye"). On (B)(6) 2016, the patient experienced depression ("depression") and feeling abnormal ("brain fog"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced ovarian cyst ("left ovarian cyst"), abdominal pain lower ("left lower quadrant pain") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("fibroid."). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower and abdominal pain was resolving, the pregnancy with contraceptive device, female sexual dysfunction, dysmenorrhoea, dyspareunia, depression, feeling abnormal, rash, vaginal discharge, ovarian cyst, uterine leiomyoma and fatigue outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, menorrhagia, ovarian cyst, pelvic pain, pregnancy with contraceptive device, rash, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: both tubes were closed. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain, pregnancy (no complications), depression, brain fog, rashes or skin conditions type: rash on right eye, vaginal discharge, left ovarian cyst: fibroid were added. Event injury was deleted and device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.